Event description:
The clinician reported that on the day of attempted placement in ada site 27 in the mouth, the implant did not achieve primary stability in type ii bone. Clinician reports patient's insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when this information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when this information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement in ada site 27 in the mouth, the implant did not achieve primary stability in type ii bone. Clinician reports patient's insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.